Event description:
The international customer reported the ventilator would not power on for pre-use testing. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service engineer confirmed the reported problem and reported the power fail alarm was sounding. The service engineer replaced the power supply to address the reported problem.